Event description:
The user received questionable hcg+ss results for one patient sample from the cobas e411 disk analyzer serial number (B)(4). The initial result was >10,000 miu/ml with a data flag when tested in the primary tube. The sample was poured into a sample cup and tested with a 1:100 dilution and the result was 30.92 miu/ml with a data flag. On (B)(6) 2011, the sample was tested in a sample cup with a result of >10,000 miu/ml with a data flag. When tested with a 1:100 dilution, the result was 134,659 miu/ml with a data flag. The sample was then tested in the primary tube with a result of >10,000 miu/ml with a data flag. When tested with a 1:100 dilution, the result was 143,529 miu/ml with a data flag. The sample was again tested in a sample cup with a result of >10,000 miu/ml with a data flag. When tested with a 1:100 dilution, the result was 135,839 miu/ml with a data flag. No erroneous results were reported outside the laboratory. The patient was not adversely affected. The user declined a service visit and stated that she did not believe the issue was due to an instrument problem, but that it could be tech error. No further information was specified. The investigation could not determine a specific root cause. It was noted all quality control results were acceptable and all instrument maintenance was up to date.